Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer reference number: 3006705815-2022-01004 and 3006705815-2022-01006. It was reported that patient¿s leads migrated. As a result, surgical intervention was undertaken on (B)(6) 2022 where in the leads were repositioned back to midline. During the procedure the ipg was not able to set in surgery mode so the ipg was explanted and replaced too. Effective therapy restored post-op.